Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the patient had a hematoma at the ipg site. Surgical intervention may occur to address the issue.

Event description:
Additional information was received that surgery occurred to explant the ipg and to wash the wound at the ipg site to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.